Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis that deflated after implantation. The patient reported that she woke up and noticed the deflation. There was no known trauma that may have caused it. As a result of the deflation, the patient will undergo explantation of the device on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis that deflated after implantation. The patient elected to undergo bilateral removal and replacement with two mentor smooth round moderate plus profile 275cc prostheses, catalog # 3502275, s/ns (B)(4) on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 2.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the reason that gel was found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round moderate profile. Common device name: prosthesis, breast, inflatable, internal, saline procode: fwm, catalog: 3501630, lot: 5908000, unique identifier( UDI): (B)(4), PMA/ 510(k): p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 3/23/2018, mentor received additional information regarding this event. The actual date of event was (B)(6) 2018, and the patient elected to undergo bilateral removal and replacement with two mentor smooth round moderate plus profile 275cc prostheses, catalog # 3502275, s/ns (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 225cc saline protheses that deflated after implantation. The patient elected to undergo bilateral removal and replacement with two mentor smooth round moderate plus profile 275cc prostheses, catalog # 3502275, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 2.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the reason that gel was found on the device. The device history record (DHR) of lot number 5908000 reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).